Event description:
The customer reported the 2800 system have horizontal bars on the color video on the remote monitor. The system operates as intended.

Manufacturer narrative:
The service rep reseated the s-video input module on the hi-res converter. Since this is a recurring problem, both parts were replaced. The remote monitor operation was verified. The system operates as intended.